Manufacturer narrative:
Na.

Event description:
A device registration form was received that this lv lead was capped due to high placing threshold during an eri/eol pulse generator replacement. It was noted that there was exposed insulation on the non-great batch rv lead and the non-greatbatch atrial lead dislodged while explanting the rv lead.